Event description:
Customer reports that she obtained results of 192 mg/dl and 94 mg/dl on the same device within 2 mins. Customer reports using 2 different vials of strips for this comparison. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. No info on 2nd vial of strips provided. Requested return of suspect device and replacement was sent.